Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) evolence collagen filler unspecified USA. Lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. At this time, with limited information provided, this event is being reported with an overabundance of caution. The manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated 20-dec-2010. This closes out this report unless other additional significant information is received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer of unspecified age who received an unspecified dose of evolence in 2009 for unspecified cosmetic reasons. After approximately 9-10 years later (in 2018 and 2019), the consumer reported that she had ¿natural lost of facial fat and line that went from her eye to her cheek that had bulge and gotten worst and worst¿ for which she received an unspecified treatment from a physician who tried ¿to fill or dissolve it¿. There is no available information on the medical history, progression of the condition, other signs and symptoms, any diagnostics done, diagnosis, treatment and outcome.